Manufacturer narrative:
(B)(6). The device is a preamendment; therefore, the PMA/510(k) number is currently unknown . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the hose was loose from the coupling during surgery was confirmed. An assessment was performed on the device which found that the inner hose was found to be loose from the inner coupling (tool side) and was ruptured close to the fastener on the coupling which indicated that the part had been fastened too tight and damaged the hose. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a veterinary unspecified surgical procedure, it was observed that the air hose device became loose with the coupling device. It was further reported that there was no apparent issue with the coupling device. There was no human patient involvement reported, as this was a veterinary case. There was an animal patient involvement. It was reported that there was no delay to the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.